Event description:
Medsun report (B)(4) reported, the 3-month-old, male patient had oxygen tubing from ventilator to flowmeter. Upon trying to switch over oxygen tubing to oxygen tank for transport, o2 tubing would not come off of flowmeter. After trying to pull tubing off, it ripped. Rt [respiratory therapist] had to quickly find replacement flowmeter and tubing so patient could be safety reattached to oxygen. There was no reported injury.

Manufacturer narrative:
Correction: h10. The product involved in the report has not been returned for evaluation, additionally no photographic or videographic evidence was provided. In the absence of a photo or video, the complaint could not confirmed; and without a sample to perform functional evaluation, a root cause could not be determined. The UDI-pi is not available as no product number or lot number was provided. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 29 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint- (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation, additionally no photographic or videographic evidence was provided. In the absence of a photo or video, the complaint could not confirmed; and without a sample to perform functional evaluation, a root cause could not be determined. The UDI-pi is not available as no product number or lot number was provided. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 07 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Medsun report (B)(4) reported, the 3-month-old, male patient had oxygen tubing from ventilator to flowmeter. Upon trying to switch over oxygen tubing to oxygen tank for transport, o2 tubing would not come off of flowmeter. After trying to pull tubing off, it ripped. Rt [respiratory therapist] had to quickly find replacement flowmeter and tubing so patient could be safety reattached to oxygen. There was no reported injury.